Event description:
It was reported there was placement difficulty due to vein occlusion from a lead that had remained implanted, as well as, due to vessel tortuosity. It was also reported insulation damage was confirmed, there was slack within the insulation, and the coil was displaced. Another lead was implanted and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to a tear. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. The outer insulation of the lead became extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.